Event description:
The customer reported that there was no x-ray, and the tube was over heating. The x-ray tube thermal switch wasn't active.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep repaired the thermal switch. The system operates as intended.